Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was found ruptured before use. Therefore, the closure was done with another unknown mynx device. There was no reported patient injury. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Per functional analysis, a leak test was performed by attempting to inflate the balloon with water, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon, approximately 2 mm from the balloon neck. A product history record (phr) review of lot f2008501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was found ruptured before use. Therefore, the closure was done with another unknown mynx device. There was no reported patient injury. The device will be returned for analysis.